Event description:
It was reported that medical attention was sought on (B)(6) 2018 at 11:00pm after it was alleged that the end user received lower than normal blood glucose readings from his prodigy diabetes meter. The end user experienced confusion, glossy looking eyes, clammy skin and was rocking back and forth accompanied with a blood glucose reading of 37 mg/dl. The paramedics were called and upon arrival a blood glucose test was performed with their meter and the result was 37 mg/dl. An additional blood glucose test was performed with the prodigy meter and the reading was 87 mg/dl. The end user received a gel treatment to assist in raising his blood glucose level and there was no further need for transport to the emergency room. No additional details were provided in regards to this medical event.